Event description:
It was reported that the right ventricular was fractured and also noted was an impedance issue. The lead was capped and replaced successfully on (B)(6) 2017. The patient was stable prior during and after the procedure.